Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that at the end of therapy, under infusion was noted on a smiths medical cadd legacy plus pump. The reporter indicated that the customer noted that not all medication was administered. No patient consequences were reported. No adverse effects were reported.